Event description:
Applied thermacare neck pain therapy (up to 16 hours pain relief) heat wrap on left shoulder, covering part of neck and back to treat muscle pain. Kept it on from approximately 8-9 hours. I felt some discomfort and pain after taking the wrap off and figured skin was sensitive to prolonged heat. Woke up during the middle of the night with more pain and discomfort and notices a series of blisters, rashes and swollen patches of skin. I realized that I had been burned by the product. Today, (B)(6) 2020, skin still feels painful to the touch to the point that even my shirt touching the affected skin cause pain and discomfort. I have three red bumps on the top part of the back of my neck, while the wrap did not touch this part of my neck, they were not there before and I believe this reaction to the heat/burned caused by the wrap on my skin. I¿m planning on going to the pharmacy today and try to get some medicine to alleviate the pain and discomfort. Why was the person using the product? To treat pain and discomfort on shoulder. Neck and pain therapy( up to 16 hrs pain relief).